Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to perform the air/o2 relay adjustment with a differential pressure gauge first and then follow with the blender gas transducer calibration and blender calibration. He will call back if he is unable to calibrate the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was found alarming low fio2 while sitting on a storage room. It was also found that the o2 sensor is missing from the back of the unit. After trying different ones, the customer found that the delivered and monitored values from mid to high fio2 were out of specification with 90 and 100% out by 10%. There was no patient associated with the reported event.